Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there is no patient impact associated with this complaint. The keypad was found to be fully intact; no peeling or damage was observed. The up, down, and contrast keypad buttons were intermittently responsive and required multiple presses to engage during testing. The ok button was responsive. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad buttons were sticking. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.